Manufacturer narrative:
The abbott field service representative (fsr) concluded that cross contamination with anti-hcv was the cause of the problem. The fsr replaced the arc, probe (list number: 08c94-42) on the sample pipettor, which resolved the issue. A review of the architect serial number (B)(4) service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results since the probe was replaced. Return testing was not completed as returns were not available. A 12-month review of tickets did not identify any trends for the arc, probe (list number 08c94-42) regarding the current complaint issue. A review of the architect i2000sr platform tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated & erratic sample results and provides instructions for replacing the probe. Based on the investigation no product deficiency was identified for either the architect analyzer, serial number (B)(4), or the arc, probe (list number: 08c94-42).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported an increase in false reactive (B)(6) ag results (>/=3.00fmol/l) on 30 patients due to cross contamination from the (B)(6) assay. There were no actual results provided. There was no reported impact to patient/donor management.